Event description:
It was reported to philips that the flexvision pc failed to initialize grabber cards on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc and reinstalled the software, confirming normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).